Event description:
It was reported by customer that the trays are not providing accurate temperature readings and have arrived missing components, including syringes and sterile water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Visually inspect the product for any imperfections or surface deterioration prior to use. A DHR could not be performed since no lot number was provided. Initial reporter facility name: atrium health wake forest baptist - lexington medical center (fka wake forest ba UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the trays are not providing accurate temperature readings and have arrived missing components, including syringes and sterile water.